Event description:
While suturing in doyle splints to the septum, provider noted that the suture suddenly seemed dull and then quickly noted that the tip of the suture needle had broken off. The end that had broken off was found immediately in the needle driver teeth and was removed from field. The suture being used was a 3-0 ethilon ps-1. Ref #: 1663. Lot: tcbekb. Exp: 02-29-2028. No harm to patient, all counts correct. No unusual force on the needle used that could explain the breaking of the needle.